Event description:
After an atrial fibrillation procedure, it was noted that a thrombus was on the advisor hd grid catheter when it was removed from the patient. The advisor hd grid catheter was irrigated. There were no adverse consequences to the patient and the reported catheter was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported thrombus could not be conclusively determined.